Manufacturer narrative:
(B)(4). (B)(6). The field service engineer (fse) inspected the unit and was not able to duplicate the problem. Fse found no error and no issue with the system. Fse performed the signature field service check list on the unit. The system was found to meet abbott medical optics (amo) specifications. The review of the device history record for the system showed that there were no issues or nonconformities. The system and its components met all specifications prior to being released. As a result, manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported high power or low aspiration or handpiece issue with the whitestar signature system. It was reported the issue was during the surgery, that the surgeon complained of problems with the handpiece but was not able to identify what the exact issue was, therefore, the description was listed as "high power or low aspiration or handpiece issue." There was no patient treatment delays or cancellation.